Event description:
Per the clinic, the patient experienced wound breakdown, skin necrosis and infection at the abutment site. The patient was treated with oral antibiotics for 7 days on (B)(6) 2020, however, the issue did not resolve. Subsequently, the patient underwent a revision surgery on (B)(6) 2020 to excise and remove the necrotic tissue. During the surgery, the patient was treated with topical antibiotics (duration not reported). The abutment was removed and the wound was closed.